Event description:
During a lap sigma resection, the arteria mesenerica was stapled and cut with a white cartidge. The area of the stapled artery was clean. Post-operatively, the patient got "hypotone" and had to be transferred to the intensive care unit. In the early morning, the patient had to undergo an urgent laparotomy. Bleeding was found in the area of the arteria mesenterica. The staple line was not properly closed anymore and had to be closed manually. The same instrument was used to staple and cut the bowel, but that staple line was intact.